Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a company representative regarding a patient who was receiving an unknown drug via an implantable pump. Indication for use was non-malignant pain and complex reg pain syndrome type I. The date of the event was 2016. It was reported that earlier this year the patient missed a refill appointment and was 2-3 weeks past. The patient did not hear an alarm for low or empty reservoir. The patient experienced withdrawal and presented to the emergency room (ER). The date of the event was estimated.

Manufacturer narrative:
Analysis determined the pump reached elective replacement indicator due to time progression. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received that the exact event date was unknown. The event occurred earlier in 2016. It was reported the pump was either empty or low when the patient went to the emergency room (ER) after missing the refill procedure. The pump was explanted prophylactically on (B)(6) 2016 to avoid in-vivo battery depletion. The pump reached elective replacement indicator (eri), which was the reason for the explant. It was noted that no rotor or dye study was performed. The patient recovered without sequela. It was also noted the manufacturing representative reached out to the patient regarding the beeping and never received a response. It was noted the patient's pre-operative diagnosis included left leg complex regional pain syndrome.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.